Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that act button of the insulin pump was hard to press sometimes during priming and insulin squirting during priming. Customer stated that the back light very dim and hard to see. Customer also stated that insulin pump had rejected new battery and motor sounds were labored. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.